Event description:
The customer reported that the system failed to boot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer requested an evaluation only. The customer will evaluate the cost of repair and notify ge if further service is required.